Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead had dislodged while raising arms above head for an x-ray. The lead exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.